Event description:
The manufacturer received information alleging a trilogy evo ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. Additional findings not related to the malfunction/issue, the flow sensor was replaced to do dirt contamination, and the internal battery door was replaced due to damage.